Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the right ventricular lead exhibited low impedance, low sensing threshold, and high capture threshold. The patient presented on (B)(6) 2019 for procedure and the lead was capped and replaced. The patient was discharged post procedure.